Event description:
Reported issue: the staples were jamming.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73h2200106 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.